Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 481mg/dl which was treated with bolus through the pump. Customer¿s current blood glucose was 439mg/dl. Customer states that drive support cap was normal. Inulin was exited at qr. Customer performed high pressure test and passed the test. Customer also had blood at site. Insulin pump will not be return for analysis.